Event description:
It was reported that high threshold was observed. It was found that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.